Event description:
It was reported that battery life had diminished since purchase and battery was depleting too fast, with concern that device did not stay charged as long as expected. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, no specific date or timeframe for the issue was provided, and technical support was unable to confirm battery depletion allegation, with no additional information received regarding the outcome of the event.